Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: the battery compartment is cracked from threads down to the grip pad on the side, moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. Test cap was able to fit, the pump powers up correctly, the pump¿s cover was removed, further moisture ingress was found to the pcb on the power circuit.